Event description:
The ge oec 9800 fluoroscopy system had image quality issues reported on patient's with low bone mass. Facility bme found no issues requested oec fse.

Manufacturer narrative:
A ge oec service representative investigated the issue and found system was operating within specification. System operating normally. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.